Manufacturer narrative:
Device is combination product. If implanted, give date: 2010. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2015-06556. It was reported that following stent implantation, continuous pain occurred. In 2010, a 10 x 2.25mm taxus liberte stent and a 16 x 2.25 mm taxus liberte stent were implanted. After the stents were implanted the patient experienced quite a bit of pain. The patient was hospitalized two more times after thinking she had suffered more heart attacks but the hospitals told her she was fine and had not had additional heart attacks. She was admitted and treated with unknown medications. The patient intends to follow up with their cardiologist.